Manufacturer narrative:
One catheter was received sealed. A visual examination was performed and what appeared to be 2 hair strands were observed inside of sealed unit. The report of hair inside sealed packaging was confirmed. The reported defect was confirmed to be a manufacturing nonconformance. The contamination was collected and was sent to chemistry and the results indicated that the ir spectrum of the unknown fiber like substance showed similar absorption characteristics when comparing to protein fiber like material. Corrective actions were previously put into place to address complaints of this type. This lot was manufactured prior to the implementation of these actions. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
The customer reported that there was a hair in the sterile packaging. This was observed before opening the sterile packaging. Therefore the item was not used.